Manufacturer narrative:
Date of event: used the first date of the month of the aware date ((B)(6) 2021) as no event date was provided.

Event description:
It was reported that the stent dislodgement occurred. Two 7.0x30x75cm express ld iliac / biliary stents were selected to treat the lesion. However, during delivery, both stents fell off the balloon. Subsequently, a snare was used to remove the stents. The procedure was completed with another of the same device. No further patient complications reported and the patient was fine.

Manufacturer narrative:
Correction (e1): updated physician's details update (b3) date of event: updated to (B)(6) 2021.

Event description:
It was reported that the stent dislodgement occurred. Two 7.0x30x75cm express ld iliac / biliary stents were selected to treat the lesion. However, during delivery, both stents fell off the balloon. Subsequently, a snare was used to remove the stents. The procedure was completed with another of the same device. No further patient complications reported and the patient was fine. It was further reported that the target lesion was located in the severely calcified and tortuous common illiac artery.